Event description:
The pt stated that, once she transitioned to her new infusion device, she began experiencing higher than normal blood glucose readings. She reported that her blood glucose values had risen as high as 425 mg/dl. She did not provide her normal blood glucose range. She stated she bolused insulin using her infusion device and her blood glucose values did not decrease. She began administering insulin by injection to decrease her blood glucose level. Concurrent with the transition to her new infusion device, she transitioned to a different type of infusion set. She stated that when she changes her infusion sites, her blood glucose values decrease, then they begin to climb. During her call with a co rep on 04/12/2007, she acknowledged being visited by a co trainer who recommended a different headset cannula length. During the call, she did not have the infusion device available for troubleshooting. During a subsequent call in 2007, she stated that she began using the different headset, but her blood glucose values again decreased, then increased as described above. A co rep has attempted to contact the pt for further troubleshooting, but has been unable to reach her. She is continuing to control her blood glucose using insulin injections. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.